Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2019 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: (B)(6) 2009: operative implant sheet, 52 mm cluster hole shell (502-03-52d), 2 screws (2030-6525-1), femoral head +5mm (6260-9-236), hip stem (6020-2530), 36mm poly insert (623-00-36d). (B)(6) 2019: operative report, preop painful tha left and metallosis. Multiple comorbidities including mrsa colonization and cancer. Procedure revision tha left. Implants trident x3 00 36d neutral liner, biolox head 36 +7.5mm v40 taper, multiple cultures. Patient presented with pain and metallosis. Failed conservative rx. Some black staining of trunnion no report of black tissue, fluid clear sent for culture. Screws removed, cup sable. Trialed and moved to new liner and longer neck and biolox head. Confirmation: a revision hip surgery was performed for a preoperative diagnosis of pain and metallosis. Confirmation cannot be made for increased metal levels, metallosis, of of a recalled device without additional medical records and comparison of lot number to the recall. Root cause: the root cause of the revision was not clear. If a recalled device had been implanted, it could explain the finding of metal/corrosive debris at the trunnion interface. However, 3 months is a very early in the life cycle of the implant, even if recalled, to have the metallosis and/or corrosion and/or trunnion failure. The operative note did not outline instability/loosening of the head on the trunnion or metallosis of the tissue. No records were provided showing the patients history and no laboratory studies showing increased metal levels. -device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar event for the lot referenced. Conclusions: a review of the provided medical records by a clinician indicated: a revision hip surgery was performed for a preoperative diagnosis of pain and metallosis. Confirmation cannot be made for increased metal levels, metallosis, of of a recalled device without additional medical records and comparison of lot number to the recall. Root cause: the root cause of the revision was not clear. If a recalled device had been implanted, it could explain the finding of metal/corrosive debris at the trunnion interface. However, 3 months is a very early in the life cycle of the implant, even if recalled, to have the metallosis and/or corrosion and/or trunnion failure. The operative note did not outline instability/loosening of the head on the trunnion or metallosis of the tissue. Further information such as patients history and aboratory studies showing increased metal levels are needed to complete the investigation and determine a root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported failure mode is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2019 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device and excessive levels of chromium and cobalt in his blood.